Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, a specific value was not provided. Customer then administered insulin; however they over-corrected resulting in a low bg value between 50-60 (mg/dl). Low bg was treated by consuming juice and fruit chews. Customer reported bgs stabilized to target range. Recommendation was made to consult with health care provider to discuss diabetes management.